Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarm compromise force sensor. Customer's blood glucose was unknown mg/dl. The customer stated insulin is squirting out during the manual prime. The customer was disconnected during the prime. The customer device was not bumped or dropped and no water contact. The customer stated that the drive support cap has no damaged. The customer was advised that the device would be replaced. The customer was asked verbally and in written form to return the broken pump for analysis.

Manufacturer narrative:
The insulin pump was received with moisture damage on all the electronic assemblies noted. However, the insulin pump passed displacement, rewind, prime, basic occlusion and occlusion tests. No unexpected a33 alarms noted during our testing. The insulin pump had minor scratches on the lcd window, cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.